Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item # 00801803202 cocr femoral head lot # 61661882.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a left total hip arthroplasty. Legal counsel further reports that approximately six years later the patient underwent a left revision procedure due to elevated ion levels, metallosis, and implant wear. A significant amount of black corrosion and corrosive debris surrounding the femoral stem along the trunnion and within the cobalt chrome head was noted. Fluid aspirations were performed and cultured. Patient had elevated cobalt chrome levels over a few months prior to revision surgery. The development of a pseudotumor was also discovered during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a left total hip revision approximately six years post primary surgery, due to elevated ion levels, metallosis, and corrosion. During the revision, corrosion was found along the trunnion and within the head. A pseudotumor was also discovered during surgery. Head was removed and a ceramic head and titanium sleeve were implanted. Attempts have been made and no further information has been provided.